Event description:
A customer contacted baxter?s technical service center regarding an unrelated alarm that appeared on the homechoice (hc) unit during use. The home patient (hp) had just received this hc and programmed the hc incorrectly. When the hp ran short of fluid in fill, she disconnected and reconnected bags. The technical service representative (tsr) assisted the home patient (hp) to end therapy and referred the hp to the registered nurse. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.